Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-04083. It was reported the patient has been experiencing overstimulation at the ipg and lead sites. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-04083. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2018. During the procedure, an additional lead was implanted and the patient's ipg was explanted and replaced (with a different model). Surgical intervention addressed the patient's issue.